Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. However, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k camera head "is not getting detected by the video processor unit, no image, only color bars are coming on the monitor screen while connected". The issue was found prior to a therapeutic laparoscopy procedure/post sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, h2, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. DHR review of the actual device was conducted and found no problems. This issue is addressed in the instructions for use (IFU): 4.1 precautions(warning) ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. ¿ if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. There is no record that the product was returned to olympus, and the reproducibility of the phenomenon is unknown. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.